Event description:
As reported a 31mm bioprosthetic mitral valve necessitated valve-in-valve (viv) intervention due to degeneration leading to stenosis and regurgitation. The index indication for replacement was an ischemic lesion - torn papillary muscle with acute myocardial infarction. A transcatheter bioprosthetic valve was implanted successfully. No reported complications.

Manufacturer narrative:
The reported device was not returned to manufacturer as it remains implanted. Without return of the device, no definitive conclusion can be drawn regarding the reported clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.